Event description:
Philips received a complaint by the biomed customer on the v60 indicating during set up of the device, it was observed that it does not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the unit does not go into standby mode when prompted. In pneumatics the avg air reading is -2.00 when set to zero, air inlet filter is extremely dirty, requests troubleshooting. The rse advised customer the avg air reading is out of tolerance and to perform the flow sensor zero calibration feature and retest the flow accuracy tests, if in specs the unit will operate in standby or if it remains out of spec, replace the flow sensor or gds assembly to correct the issue. Per good faith effort (gfe) response, it was confirmed that the flow sensor zero calibration was performed, which fixed the issue. No parts were replaced. The device passed performance verification tests and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.